Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b.5, d.1, d.4, d.7, h.4, h.6. Visual analysis of the identified photos: opening on radius, crease fold, wear abrasion, device patch with lot number 1068625 and labeled as left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.